Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma: the cause of the hematoma was not determined due to insufficient clinical details. Pump suction: after reviewing the logs, suction alarms along with a trend in purge and placement signals were observed.. The cause of pump suction was most likely patient condition related since hemostasis was achieved after giving multiple fluid boluses. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient presented with anterior st-elevation myocardial infarction and the decision was made for an impella cp to be placed. The right femoral artery (rfa) was accessed and the impella cp was placed without issues. During support, it was reported that the patient had developed a rfa hematoma. The nurse immediately applied pressure to the site, which she manually compressed out. No bleeding or bruising was noted after. Additionally, it was noted that there were multiple suction alarms throughout the evening and into the morning requiring multiple fluid boluses. The physician was please with left ventricle recovery and the impella cp was successfully weaned and explanted.